Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an inoperable third column of keys on the keypad. Service evaluation verified the inoperable third column of keys on the keypad. The cause was identified to be a failed keypad. The keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During baxter's evaluation of a spectrum pump, the device had an inoperable third column of keys on the keypad. There was no patient involvement. No additional information is available.